Manufacturer narrative:
H3. Investigation results-the truliant tib imp crc insert device with sn (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The most likely cause of the subsequent revision appears to have been the polyethylene insert recall. Per the revision operative report, the surgeon did not note that there were any problems with the device or conditions with the patient related to the device. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
The patient presented to the surgeon for an exchange due to the device recall. There is no mention of any other conditions pre-revision procedure. The polyethylene component was removed and "it was intact". There are no other intraoperative conditions mentioned. The patient was revised to an exactech device. Sterile dressing was applied and the patient was transported to the recovery room. The patient was discharged from the hospital on (B)(6) 2022. No additional information.

Manufacturer narrative:
D10: concomitants: 5354779 02-020-13-0245 - truliant cr cem fem cr cem left sz 4.5, 6634352 02-022-45-4535 - truliant tib fit tray cem sz 4.5f/3.5t, 6547741 200-02-35 - three peg patella 35mm, 6684565 201-78-15 - holding pin mini sharp point 4 pk, 6737477 201-78-98 - 2 pk, schanz pin, 4mm x 130mm, s128837 521-78-23 - threaded pin size 2.3 collared 2pk, s116074 521-78-32 - threaded pin size 3.0 collarless 2pk, s116076 521-78-32 - threaded pin size 3.0 collarless 2pk. Pending investigation.

Event description:
Per a report from the legal department a 64 y/o female patient had a left knee replacement on (B)(6) 2020. Approximately 1 years and 5 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report: (B)(6) 2023/ (B)(6) rec'd via legal 11 apr 2023. Diagnosis: failed left polyethylene component sterile dressing was applied and the patient was transported to the recovery room.